Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg and having discomfort at the implant site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be return.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had difficulty charging the battery and having discomfort at the implant site. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device will not be return.